Event description:
The sjm rep reported that noise was displayed on the ventricular channel. The noise displayed on the egm is indicative of ventricular lead fracture. The lead was later removed at device explant.